Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was returned without its original packaging. The device appeared to be unused. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include transit damage or improper storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up of a thr procedure, the first layer of implant sterile packaging on a corner was loose when the implant was pulled for case. Hospital staff opted to not use an implant because of the loose corner seal. There was a technique change, and the procedure was finished with an anthology high offset sz 10. There was no delay or further complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.